Event description:
New information indicated that the patient presented to the emergency room. The device was unable to be interrogated due to low battery status. The device was explanted and replaced on (B)(6) 2015.

Event description:
It was reported that an asymptomatic patient presented in clinic for an unrelated reason. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.